Manufacturer narrative:
On 5/11/2020, mentor became aware that patient had a left rupture confirmed during removal surgery(B)(6) 2020, and the implants have been discarded. Fields h6 for method code has been updated accordingly on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2020, mentor received confirmation that only right side was ruptured. The left was intact upon removal. On 5/14/2020, photo evaluation was completed. Upon visual evaluation of the two images provided of the broken implant (black and white photocopy, and the photo), the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness including pain, joint pain, headaches, feeling hot, and back pain, and right side rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and was presented with right side capsular contracture; baker grade unknown, and generalized illness including pain, joint pain, headaches, feeling hot, and back pain postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2020 during which right side breast implant was found to be ruptured. This report is for the patient¿s right-sided device.